Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had been wetting the bed every night since they had oral surgery on december 9th and patient had been taking pain medication. They called their doctor and said they could not urinate all day and their stomach was bloated and filled up. The doctor told them to turn on the therapy. Reviewed how to use the external devices to check therapy status and therapy was on. Patient increased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.